Manufacturer narrative:
No review of manufacturing data could be performed as the list of devices and lot numbers were not communicated. The review of the internal vigilance database shows 5 incidents related to post-operative pain with anatomic prothesis (cemented or cementless). The occurrence is rare (based on anatomic femoral component global sales between (B)(6) 2020 and (B)(6) 2025). It was noted that 4 incidents were reported by only another one healthcare facility. The analysis of the patient file recorded during the clinical monitoring performed by the surgeon doesn't reveal any element which could explain the postoperative pain 9 years after the implantation. Without explants, batch numbers and reference numbers, x-rays, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the post-operative pain cannot be explained and remains unknown.

Event description:
Unexplained pain on anatomic tka, 113 months (more than 9 years) after the implantation. Incident reported by the surgeon on our clinical follow-up database. The incident was detected during the patient clinical monitoring by the surgeon on (B)(6) 2025. Implantation performed on (B)(6) 2016. Remedial action taken by healthcare facility: revision surgery. Associated devices: anatomic tibial base plate for fixed bearing insert cementless - ha coated size 3 (reference: (B)(4), batch number: not communicated). Anatomic posterior stabilized femoral component cementless - ha coated size 3 right (reference: (B)(4), batch number: not communicated). Resurfacing patellar implant cemented ø 30 mm (reference (B)(4), batch number: not communicated).